Event description:
It was reported that the customer received a button error alarm on the insulin pump during bolus delivery attempt. The customer had spilled a few drops of water on the insulin pump. Her blood glucose level was 232 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. No display ramping on its own noted during testing. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, and minor scratched display window.